Event description:
It was reported that on (B)(6) 2011, two mitraclips were implanted reducing the mitral regurgitation (mr) grade from 4 down to 1-2. Approximately three years later on (B)(6) 2014, the patient had an unwitnessed death at home, after he had been having severe abdominal pain, refused to seek medical attention, and subsequently stopped eating. The death certificate lists the cause of death as cardiopulmonary collapse with ventricular fibrillation as the underlying cause. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. The reported patient effects of death, ventricular fibrillation (arrhythmia), cardiac arrest, and respiratory failure, as listed in the mitraclip system instructions for use and are known potential complications associated with the mitraclip procedure. Based on the information reviewed, there is no indication of a product deficiency.